Event description:
The pt reportedly was struck on the head by a sibling a short time (specific date not given) after implantation surgery. The pt was seen by the surgeon. The implant site reportedly was infected and antibiotics were prescribed. The infection reportedly cleared. However, the pt reportedly was struck again. The pt was seen by the surgeon. The surgeon observed a purulent infection and performed a culture. The surgeon explanted the pt's device.